Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified that part 42517000707 was found to have the post feature has fractured off and seized in item 42527900703. It appeared to be forced onto the post feature. Part 42517100910 and unknown debris was present in the post assembly area that would not allow the post feature to fully assemble. Review of the device history record(s) identified no deviations or anomalies during manufacturing. The reported products were reviewed for compatibility with no issues noted. Medical records were not provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Associated products : item#: 42517000707; tibial articular surface provisional left size gh; lot#: 64716840. Item#: 42527900703; tibial articular surface provisional shim size gh 13mm; lot#: 64827219. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 03160 and 0001822565 - 2021 - 03162.

Event description:
It was reported the tasp broke while trying to take apart from the shim and poly trial, as all the devices were stuck together. No health consequences to patient.